Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100454368, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404131, serial number: n/a, batch/lot number: 1100373441, model/catalog description: belt cuff fgs 4.5 cm iz, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A cystoscopy was performed, and the physician observed good coaptation; however, the physician decided to remove the balloon and replace it with a higher pressure one. No further patient complications were reported.